Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had surgery twice on the implant. The patient stated the first surgery was from the implant surgery. The patient reported one end of the scar didn¿t close so their healthcare provider moved the implant up 2 inches and the scar was closed at the time of the report. The patient stated they had a third surgery and explained it wasn¿t an actual surgery but they were put to sleep. Clarification was attempted and the patient stated that they did not remember what it was and the patient was very unclear. No further complications were reported.